Event description:
It was reported that the ventilator generated alarm indicating insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the information provided by the technician, the ventilator generated apnea alarm in controlled mode. The device was checked. Pressure transducer board and o2 cell were found defective. Both parts were replaced and issue was solved. The device was delivered to the user in working condition. Apnea is a clinical alarm, which indicates that time between two consecutive inspiratory efforts exceeds the set alarm limit. Pressure transducer board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Unfortunately, the device's logs were not provided for further analysis. The conclusion is that there was an issue with delivery of the set values, which lead to no ventilation of the patient and triggered apnea alarm due to technical malfunction of the ventilator. The cause has been determined. It is related with pressure transducer board.

Event description:
Manufacturer's ref. #: (B)(4).